Manufacturer narrative:
The insulin pump passed the functional testing, including self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm was noted during bolus and basal delivery. The motor was tested outside of the device and passed. No absence of alarms were noted. No vibrate or audio anomalies were noted. The device was received without battery cap and we were unable to confirm damage. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer woke up to the insulin pump beeping. No alarms were visible. The customer removed the battery and reinserted it and the screen was blank. There are no signs of physical damage nor has the insulin pump been dropped. The insulin pump has not been exposed to moisture. The customer was advised to insert a new battery. No display returned. The customer was advised to clean the battery cap and make sure she is inserting the battery correctly. The display is still blank. The customer was advised to return the insulin pump. The customer's current blood sugar is 138 mg/dl.